Event description:
Info received indicated that the right side head siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that the right side head siderail had a broken center arm assembly. He replaced the center arm assembly to resolve the issue.